Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus and evaluated and the led blinking and narrow band imaging (nbi) issues were confirmed. In addition, the following non-reportable malfunctions were found during the device evaluation: (2) nbi is not working (3)the power switch stops intermittently. (4)pump pressure is not within specification. Caused by improper orifice assembly of the pump unit (5)receptacle is loose (6)excessive dust inside the device (7)the flat cable lines were rusted (8)the front panel is damaged (9)dents and paint peeling on tank socket of top cover (10)dp board y/c is loose (11)flicker on the images. Based on the results of the investigation, the phenomenon (led front panel flashing) likely occurred due to a failure in the light source output connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device is expected to be returned to an olympus service center for further evaluation and testing. The device has not been received to-date. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported to olympus that during routine inspection by the customer, the facility's technician found the front panel leds are blinking, and the narrow band imaging (nbi) was not working on the video system center. An olympus field service engineer (fse) went on-site and confirmed that the front panel leds are blinking, and the narrow band imaging (nbi) was not working. There were no reports of patient harm or injury associated with this event.